Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic ureteroscopy laser procedure, a nurse moved in front of the laser, cracking the blue laser fiber cladding at the hub connection point. According to the initial reporter, the case continued without knowledge of this event until the staff began to smell smoke. Reportedly, the nurse standing directly in front of the laser fiber connection was lasered through their lead vest and onto their back. Upon discovering this failure, the laser was quickly stopped, and another like-unit was used to complete the procedure. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.